Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: the patient sustained injury and damages associated with use of the defective product, bard kugel hernia patch. The patient suffered damages. Specifically, as a result of having the kugel patches implanted in the patient, the patient suffered disabling pain and required surgical intervention.